Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital with a bacteremia infection. The patient's implantable cardioverter defibrillator, and chronic left ventricular lead, right ventricular lead, and right atrial lead were explanted on (B)(6) 2021. The patient was in stable condition.